Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned without the right atrial (ra) lead attached; the ra ring seal plug was missing. Microscopic visual inspection of the lead barrels identified some body fluid residue inside the ra port, with some evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. No further testing was performed. Laboratory analysis concluded the lead removal difficulty was due to silicone on silicone bonding.

Event description:
It was reported that during a pacemaker replacement procedure, the physician was not able to remove the chronic, non-boston scientific right atrial (ra) lead from the device header. Eventually the lead was cut and the device explanted with the terminal pin still connected. A new ra lead and device were implanted, with no adverse patient effects reported.